Event description:
It was reported that (1) device was used during a hartman procedure. It was reported by the rep that the surgeon stated that after stapling the rectum with a "tx" and resecting the specimen, he opened the stapler and found the rectum not to be closed with staples not completely formed. The surgeon fired a 2nd application distal to the terminal rectal stump to successfully close it. The rep is not sure if they used a reload or opened a new instrument for the 2nd application. He was fairly sure a linear access was used. Can't recall if blue or green. Seems to recall thin tissue, so probably blue. There was extended or time of a few minutes.